Event description:
It was reported by the pt that following a coronary artery drug eluting stenting treatment procedure "the stent cut the artery and caused bleeding with a blood clot", and myocardial infarction occurred. The pt also reports that she has been "disabled with damage to the heart" since the event occurred. Per info received from the pt's health care provider, the procedure was emergent due to "incapacitating, excruciating chest pain". The 75% stenosed target lesion was in the distal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm quantum maverick balloon catheter. A 2.5x16mm taxus express2 drug eluting stent was implanted to treat the target lesion with 0% residual stenosis noted. "Brisk" timi-3 flow was noted with no dissection, thrombus or distal embolization. The pt was given nitroglycerin during the procedure. The pt was prescribed 600mg plavix following the procedure, followed by 75mg plavix daily. While still hospitalized the following day, the pt developed recurrent chest pain with her electrocardiogram showing st-elevations "compatible with injury". Angiography revealed an occlusion at the previously implanted taxus express2 des with evidence of a dissection. The occlusion was predilated with a 2.5x15mm quantum maverick balloon catheter. A 2.0x23mm non-bsc bare metal stent was implanted distal to the previously implanted taxus express2 des. The devices overlap. The 2.5x15mm quantum maverick balloon was reinserted and used to dilate the previously implanted taxus express2 des. There was no dissection noted with timi-3 flow noted. The pt was given heparin, integrelin and intracoronary nitroglycerin during the procedure. The pt was returned to the cardiac short stay unit in good condition with resolution of her chest pain. The pt's EKG returned to baseline. At 16 months later, the pt reportedly was "doing well" with the exception of "generalized lethargy". The pt's medications were reported as avapro 300mg daily, foltx 2.5mg daily, aspirin 325 mg daily, spironolactone 12.5mg b.i.d., atenolol 25mg b.i.d., vytorin 10/20mg at bedtime. Foltx was discontinued. At 3 months later, aspirin was decreased to 81 mg daily. At 4 months later, the pt continued to have no complaints of chest pain, chest discomfort, shortness of breath, palpitations, presyncope or syncope episodes, orthopnea, or pnd. The pt's statin therapy has been changed over the last 2 months initially due to urinary incontinence, fatigue, muscle weakness and sleep disturbances experienced with lipitor. Lipitor was changed to zetia. Add'l changes to the pt's statin therapy were warranted as gastrointestinal side effects and suboptimal control of cholesterol levels were noted with zetia. Zetia was changed to simvastatin which resulted in the recurrence of urinary incontinence, fatigue, muscle weakness and sleep disturbances. The pt had discontinued simvastatin 2 weeks prior to the office visit. The pt's cardiologist suggested continued adherence to medication regimen with add'l follow up with her other health care providers regarding her cholesterol management. The pt had recently joined a health club with improvement of her management. The pt had recently joined a health club with improvement of her exercise tolerance since joining the health club. The pt lost 8 pounds. The pt's medications were reported as avapro 300mg daily, fish oil 1000mg daily, aspirin 81 mg daily, simvastatin 20 mg at bedtime, atenolol 25mg b.i.d., multivitamin daily.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause will be documented as anticipated procedural complication.